Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 653 mg/dl. The customer also reported that they alleging possible insulin pump under delivery. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. The customer was treated with insulin pump and manual injection. The customer also reported that the they performed the self test but they were not able to passed the test. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that insulin exited at the quick release. The customer was using the auto mode feature. The insulin pump will not be returned for analysis.